Event description:
Device 1 of 2: reference MFR. Report#:3006705815-2018-03297. Additional information received advised that the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy restored post procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#:3006705815-2018-03297. It was reported the patient experienced ineffective stimulation due to lead migration (confirmed via x-rays). As a result, the patient experienced stimulation in unwanted areas. Reportedly, the patient's job required intensive labor and substantial physical activity. Surgical intervention may occur later to address the issue.